Event description:
It was reported by the distributor that their customer claimed that the dall miles plate broke after it had been implanted in 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.